Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of "the device does not recognize the attached multifunction cable" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The customer's report of "defib failure" was verified and attributed to the monitor flex cable was not properly connected to the processor/bridge/pace board. The monitor flex cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction cable and failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.